Event description:
It was reported to boston scientific corporation that a rx lithotripter compatable basket was used during a stone retrieval procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the physician attempted to crush stones, however, the basket would not exit the sheath. After the device was removed from the patient, it was noted that the tip of the basket wire was twisted. The procedure was completed with another rx lithotripter compatable basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the preliminary investigation results; side car push back.

Manufacturer narrative:
The exact age of the patient is unknown, however, the patient was reported to be over the age of 18 years. A visual examination of the returned device found that the guidewire lumen (sidecar) presented push-back. The basket was returned in the closed position. Functionally, the basket extended and retracted with resistance due to heavy residue. When extended, the basket was found to be inverted and the basket wires were crossed. When manually untwisted, the basket was found to be within specification and properly formed . The condition of the returned incident device was consistent with the complaint that the basket wires were crossed and the basket would not open. Additionally, the evaluation found that the guidewire lumen (sidecar) presented pushback. The most probable root cause for the sidecar pushback is operational context due to anatomical or procedural factors affecting the integrity of the device and limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.